Event description:
Reportedly, the device and both leads were explanted on (B)(6) 2014 due to an infection.

Event description:
Reportedly, the device and both leads were explanted on (B)(6) 2014 due to an infection.